Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons are hard to pressed and battery not lasting a full week. Customer's blood glucose value was 198 mg/dl. The customer was assisted with troubleshooting. Customer states that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer stated that down and center button was unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, sleep current measurement, active current measurement and self test. No button error alarm noted upon testing. No battery or power anomalies noted during testing.